Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported that the patient had a clunking sensation in his shoulder, and brought him in for imaging. On that, they saw a screw and what looked like a washer loose in the joint. When we initially opened and looked at the components they all looked secure, but on closer inspection the glenosphere didn't have a central screw anymore, and could be tapped loose. The washer turned out to be component that locks the screw into the glenosphere, we had no idea that was modular. He removed the loose debris, and then as the base plate had part of the screw still in situ, we had to take out the base plate and screws and replace with new components. Had trouble getting a 42 head to sit properly, so had to downsize to a 38 standard. Original surgery was done by the same surgeon around 2 years ago, and other than the clunking, no other issues. There were clear examples of metallosis though, but no significant damage to the stem or epiphysis. Male patient initials (B)(6); aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Affected side: right shoulder.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: product was returned and reviewed for further investigation. Implant disassociation and implant fracture was confirmed. The product showed signs of wear and fracture of the central locking screw, with the distal tip of the screw remaining retained in the metaglene. The distal tip remaining in the metaglene suggests cross threading of the distal tip. Implants were reviewed and the most likely cause of implant disassociation is the implant not being fully seated on the metaglene causing the component to interact in a manner causing them to separate. When the taper didn't fully seat, it allowed the glenosphere to lever against the screw, as the patient went through range of motion this could torque the washer out of place. The most likely root cause of the implant disassociation is the cross threading of the central screw of the glenosphere. Based on the information received and the investigation performed, the cause of the need for revision is implant disassociation (retaining washer disassociating from the glenosphere) which had been caused by the separation of glenosphere and metaglene connection. The implant was subsequently revised. No corrective action is required. Device history lot: 5268472. Device history batch: null. Device history review: no anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.